Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the scanner and the fingerprint are broken and they both need to be replaced. A field service engineer troubleshot an issue with the scanner not scanning and found a damaged universal serial bus cable. The fse replaced the cable reset the fingerprint reader rebooted the system and successfully tested the scanner with the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the scanner and fingerprint reader were broken, and due to this issue, the user had difficulty scanning and was unable to sign in to pyxis. Replacement required. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.